Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported high blood glucose readings of 492 mg/dl and has treated with a bolus and a shot of lantis. Customer stated that she feels the insulin pump is broken. Customer also reported that she felt hot and sweaty. Customer stated that they had a high blood glucose reading of 370 mg/dl the night before. Caller suddenly stopped trouble shooting and stated that she was going to the hospital, however called back the next day to clarify that she was not hospitalized. Drive support cap and all settings appeared to be normal. No further information reported.